Event description:
Reportedly, the device appears to no longer have a functioning bluetooth telemetry system; consequently, it is no longer possible to perform monitoring or data readings remotely. At present, the device can only be managed locally by using the probe/head placed directly on the unit. It is therefore necessary to determine whether the issue is caused by a fault in the bluetooth module.